Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a unresponsive keypad. The customer¿s blood glucose was 10.5 mmol/l. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the j1 keypad connector on electrical board was corroded. Motor and electronic stack had moisture damage. Unable to perform displacement test and self test due to unresponsive keypad.